Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. No defects/discrepancies were noted on visual inspection. The customer reported issue of ¿there was insufficient flow rate." Could not be duplicated. There was no problem with the flow rate. The probable cause was unable to be determined. No further action taken. The problem from the customer could not be replicated in the event history log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was insufficient flow rate. Patient involvement is unknown.